Event description:
The customer reported that the insulin pump's express bolus button had to be pressed multiple times to get a response. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Unit had missing end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.